Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has been returned to omsc and it is under evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in the routine microbiological test by the user facility, the microbes were detected from the subject device with the amount of 40 cfu at the instrument channel and 110 cfu on the outer surface. Candida gravulata, klebsiella pneumoniae, corynebacterium, pathogenic cns, and staphylococci were identified. ¿oer-4¿, endoscope reprocessor manufactured by olympus, and ¿acecide¿, as a disinfectant have reportedly been used to reprocess the subject device. It was also reported that there was a dent on the insertion tube due to patient bite. There was no patient infection associated with this report.